Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
8/14/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A distributor contacted zoll to report that a patient had skin irritation on under the electrodes. The patient was provided with a cream by the hospital. The current medical condition of the irritation is unknown as multiple follow-up attempts were not successful.